Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing due to electromagnetic interference (emi) on their implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was stable before, during, and after the follow up.